Event description:
Paramedics attended to a person found unresponsive by family members. The pt's down time was not reported. First responders reported finding the pt in ventricular fibrillation. The paramedics attempted to administer 3 countershocks to the pt using standard external paddles. The unit allegedly failed to deliver energy to the pt on each attempt. This opinion was based on the lack of expected muscular reaction. The pt was not reuscitated.